Manufacturer narrative:
Section d4: updated with device information. Section h4: updated with manufacturing date. Section h6 (type of investigation): corrected code from "device not returned" to "device not accessible for testing" & added "analysis of production records". A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, the three detachment controllers used in the procedure were returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the light on the detachment controller went red on the first attempt to detach. Dr removed it and wiped the end of the pusher wire to remove any contrast and tried again. The same thing happened, a red light. They opened a second detachment controller and the same pattern occurred. They opened a third detachment controller and was able to detach the web. Patient status is stable. Additional information received: the web model is w5-5-3, lot number is 000368223.

Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, the three detachment controllers used in the procedure were returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: the light on the detachment controller went red on the first attempt to detach. Dr removed it and wiped the end of the pusher wire to remove any contrast and tried again. The same thing happened, a red light. They opened a second detachment controller and the same pattern occurred. They opened a third detachment controller and was able to detach the flow disruption device. Patient status is stable.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher); 3x wdc-2. Items not returned for evaluation: web implant, introducer, dispenser hoop, and microcatheter. The visual analysis of the returned items found the implant to be separated from delivery system and not returned. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured and found to be out of specification. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, and the heater coil was found to be stretched which is an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch. The heater coil did show signs of controller activation with an indication of a melted tether and liner. The heater coil winding damage likely also contributed to the failed continuity and resistance testing. The returned controllers were evaluated and found to be functioning as normal. The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was not returned for evaluation as it was implanted in the patient as described in the reported event. The heater coil liner was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
As reported: the light on the detachment controller went red on the first attempt to detach. Doctor removed it and wiped the end of the pusher wire to remove any contrast and tried again. The same thing happened, a red light. They opened a second detachment controller and the same pattern occurred. They opened a third detachment controller and was able to detach the web. Patient status is stable. Additional information received: the web model is w5-5-3, lot number is 000368223.